Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
According to the field service engineer, the reported problem was a result of inadequate alarms settings caused by user error. The problem was solved by correcting the alarms settings.

Event description:
It was reported that the ventilator was not ventilating the patient. There was no patient harm. Manufacturer ref. #: (B)(4).